Event description:
It was reported that during the follow up with the home patient (hp), they also stated that they had a connection problems with the cassette a few months ago. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Actual occurrence date is unknown, but this issue was said to have occurred a few months prior to the time of the report. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a follow up medwatch will be submitted